Event description:
According to ems, when they arrived the patient's lvad battery was dead, and there was no flow present. Patient had been down for an unknown amount of time when found. They were able to exchange batteries and did briefly re-institute a flow state; however, they began receiving low-flow alerts en route. He had a witnessed down time of around 30 minutes by ems on scene and transport. Patient was intubated en route by ems. On arrival to (B)(6) ed, the patient was in asystole with no obtainable map pressure. He had no spontaneous respirations or spontaneous movement. His pupils were fixed and dilated with gcs of 3t. The patient was given 1 mg of epinephrine, an ampule of sodium bicarbonate, and an ampule of d50. There were no obvious reversible causes, and time of death was pronounced at 20:07 as there was no cardiac activity, again, confirmed on bedside echo.